Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multiloc proximal humeral nail was use for a surgical neck of humerus fracture case. During the operation, when the aiming arm was assembled properly prior to implantation. An interference with the nail at the b hole occurred. Its interference was visually confirmed. There was no interference at other holes. The surgeon proceeded to carefully drill however; the nail interference continued. The surgeon was able to complete the drilling by using a sleeve with control. There was no residue remaining in the patient and no report of a surgical delay reported. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The aiming arm was received without visible signs of damage. All relevant features are in accordance to the specifications and all functions have been tested and meet the specifications. No misalignment of the aiming arm has been found as described in the complaint description. In accordance to complaint measuring data protocol, no deviation has been detected and values meet specifications per additional coordinate measuring machine inspections. A product development evaluation was also performed. Excessive tightening of the connection screw with the wrench may lead to a rotation of the nail which could contribute to touching between drill and nail. According to the tolerance analysis, touching between drill and nail is allowed. Touching between drill and nail is possible to the same degree as in other product systems. According to the feedback from the questionnaire, the trocar was used to create a starting point for drilling, which is not according to the surgical technique. This could be a reason contributing to the misalignment since the trocar tip could slip on the bone¿s surface. This could lead to an inappropriate starting point for drilling. The interference between nail and drill occurred most likely because of a combination of influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, or other forces, i.e. Small incisions, on the entire construct assembly. All these factors are described in the current surgical technique. The instrument is fully functional and works without any problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.